Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h11. Additional information: according to the physician, the patient is currently doing very well, and was discharged home. The physician could not recall how long the patient's hospitalization was. The physician stated that the bleeding was minor and controlled with cold saline. Additionally, the physician stated that the bleeding was caused by the biopsy itself and is a common occurrence in biopsies. The surgeon added that if the biopsy had been performed with any other method, the bleeding issue would have been more severe than with using the ion system. Furthermore, the physician stated that there was no issue with the ion system or accessories and the procedure was completed. The patient suffered a stroke post procedurally and had one-sided paralysis that improved and is minimal currently. The physician was unable to recall the patient's history.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
There is no indication that the customer reported complication was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. System logs are not available for review.

Event description:
It was reported that after an ion lung biopsy procedure, the patient developed a lot of bleeding, followed by a stroke. It is unknown how much blood loss occurred and what type of stroke the patient suffered. The ion procedure was completed as planned with no delays, and with no report of errors or malfunctions. The biopsy samples were able to be obtained. The bleeding was controlled and the patient was admitted to the hospital. At the time of this report, the patient is stable, doing well, and recovering. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.